Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the customer was admitted to the hospital on (B)(6) 2018 for a low blood glucose of 54 mg/dl and low blood pressure. No further details were provided regarding the hospitalization or hypoglycemia. Troubleshooting did not occur on the insulin pump. The insulin pump was not returned for analysis.